Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: failure event observed during analysis. Final analysis revealed an insulation abrasion which exposed the outer coil at 5.8 cm - 6.4 cm from the connector pin. The abrasion was consistent with constant friction to another implantable device. (B)(6).